Event description:
Pt has experienced elevated blood glucose of up to 300 mg/dl for three weeks and she believes the insulin delivery of the infusion device is too low. She treated elevated blood glucose by delivering insulin via infusion device and pen. The infusion set and cartridge were discarded and the infusion device was requested for eval. She did not require treatment from a health care professional or second party to address the issue.

Manufacturer narrative:
This incident occurred outside the united states. Info contained within this report is all that is available at this time. If further info is obtained, it will be provided in the supplemental report.

Manufacturer narrative:
The infusion device was thoroughly evaluated and meets specifications. The device delivers the programmed amount of insulin correctly and functions as intended. The issue reported by the patient could not be duplicated.